Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had an infection. The cause of the infection was not determined. The manufacturing representative was not aware of what diagnostics were run. The implantable neurostimulator (ins) and extensions were explanted. The issue was resolved at the time of this report. The patients¿ indication for use is essential tremor and movement disorders. Refer to manufacturer report #3004209178-2016-02715.